Event description:
Reportedly, on (B)(6) 2014, the patient was in the hospital for a follow-up when a cardiac pause lasting approximately 12 minutes had occurred around 10:50 pm. No malfunction of the subject device was observed before and after the reported pause. Explanations were required in addition to recommendations regarding patient¿s management.

Event description:
Reportedly, on (B)(6) 2014, the patient was in the hospital for a follow-up when a cardiac pause lasting approximately 12 minutes had occurred around 10:50 pm. No malfunction of the subject device was observed before and after the reported pause. Explanations were required in addition to recommendations regarding patient¿s management.

Manufacturer narrative:
A correction was performed in the report: no depolarization of the atrium instead of no depolarization of the ventricle. Please refer to the attached analysis report.